Event description:
The lay user / patient contacted lfs alleging an issue with the power button on the ultralink meter. The pt did not exhibit any symptoms or seek any medical attention due to the reported issue. The pt was using the correct vial of test strips. The test strip was inserted all the way into the meter and the meter powered on. The meter is not a new product (out of box). The pt was unable/unwilling to verify whether the meter powered on by pressing the power button. The complaint is being reported since the pt had an issue with the power button.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.